Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual testing was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Labelling indicates: the dexcom g4 platinum continuous glucose monitoring system dexcom share system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons 18 years and older with diabetes.